Event description:
Customer reports back to back testing on the same meter while using the complete system with results of: 193mg/dl, 149mg/dl and 106mg/dl. Hi (greater than 600mg/dl) and 211mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.